Manufacturer narrative:
The investigation for this case remains ongoing and has not yet been completed. A supplemental report will be submitted once the investigation is finalized and results become available.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
It was reported that during an attempted implantation of the model 1000, an anterior transseptal puncture was performed using an slo sheath, brk needle, and agilis steerable sheath under intracardiac echocardiography guidance. After positioning the agilis sheath at the basal septum, insertion of the ebr delivery sheath resulted in loss of the previously obtained position. The presence of two previously implanted mitraclip devices obstructed navigation of the delivery system and multiple attempts to obtain stable and perpendicular seating of the delivery sheath on the septal wall were unsuccessful. Due to the difficulty obtaining a suitable septal position, the physician elected to attempt lateral wall placement. Several locations along the basal lateral wall were evaluated; however, the distance between the transmitter and potential electrode locations was approximately 14 cm and pacing thresholds were greater than 3 v. During testing, the patient developed persistent ventricular arrhythmia and required a 200 j defibrillation shock, which temporarily restored a paced rhythm before recurrence of the arrhythmia. The electrode implantation procedure was subsequently abandoned due to prolonged procedure time, persistent arrhythmia, and inability to identify a suitable electrode location. A closure device was deployed and the procedure concluded. No device malfunction was reported. No patient injury or long-term adverse sequelae were reported.